Event description:
It was reported that during a laparoscopic cholecystectomy, the surgeon pushed the trocar in and in and it didn't snap back. Continued to use throughout the case. There was no pt consequence.